Manufacturer narrative:
The unit was received with a compromised force sensor system alarm during the basic occlusion test due to a faulty force sensor resistor. The unit had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer called in to report a compromised force sensor system alarm during an infusion set change. The customer's blood glucose level was 74 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.